Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing the pod on the abdomen for an unknown duration of use. The patient reported experiencing high blood glucose levels and alleged that the event was related to the pod. The patient sought medical attention on (B)(6) 2026 and reported hospitalization for approximately three days, with discharge on (B)(6) 2026. The patient reported receiving insulin via injection as treatment. High blood glucose was reported as both symptom and diagnosis. No blood glucose values were provided. Additional symptoms and detailed diagnosis were not available, as the patient declined to provide further information. A supplemental report will be provided if additional information becomes available.